Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was patient representative reported the patient was having trouble keeping the implanted neurostimulators charged every other day. Caller stated the controller also had to be charged more. Agent reviewed controller will need to be charged if implant is needing to be charged more. Caller said the other night they had to recharge the controller in order to keep charging the implant. Agent reviewed charge frequency was based on usage of the implant battery. When asked for event date, patient representative said within the last 6-8 weeks, but the issue had gotten worse in the last 2 weeks and just was getting shorter and shorter. Caller confirmed patient made no therapy changes. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient's caretaker. Caller reports for the past 4-5 weeks, patient has been needing to charge his ins daily, where as before he only needed to charge twice a week, then every other day and now daily. Caller reports his ins would die before he makes it to daily. Caller reports he is not increasing his stimulation, has kept it the same. Caller reports he is charging his ins to 100% caller reports he has an appointment scheduled for his physician in a month.